Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary is twisted to the side. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation determined the superior dynamic jaw is bent. Visual and optical examination did not identify crack, fracture or breakage. The location, direction and amount of force required in order to bend the jaw, is consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.